Manufacturer narrative:
(B) (4).

Event description:
The pt's headaches worsened. He checked the status of the implantable neurostimulator with the recharger. A power on reset message was seen. The pt hadn't had any recent procedures or been anywhere unusual. Additional info has been requested. A f/u report will be submitted if additional info becomes available.